Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler instrument and the reload involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the sureform 60 stapler instrument fired once but would not open for the second fire. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm sureform 60 stapler instrument and reload associated with the customer-reported complaint. The instrument and the reload were analyzed and the results were as follows: sureform 60 stapler: the reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly before and after each fire. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green 60 reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. A review of the logs was performed, but no failures were identified. The instrument was fully functional. There was no problem detected. Sureform reload: the accessory was returned to isi for evaluation, with a complaint that the stapler fired once but the stapler would not open for the second fire. There was no damage to the reload. This is a complaint that does not affect the functionality of the reload. An investigation has been completed. The reload was returned unused and unfired. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house instrument and placed and driven on an in-house system. The reload was attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The instrument initialized, clamped, fired, and unclamped without any issues using the returned reload. The reload cover was removed and inspected after firing. There was no damage to the reload or its components. No product issue was identified.